Event description:
A customer reported an incident where she visited the emergency room due to a low blood glucose episode, with a reading of 40 mg/dl. The low blood glucose level was suspected to be caused by the accidental administration of two boluses within a 10-minute interval. No injury occurred, and the patient's blood glucose level was raised to 170 mg/dl after treatment with sucrose sachets and an infusion of glucagon solution. The patient was released from the ER the same day following the successful treatment, and no additional issues with the pump or related supplies were identified.